Event description:
It was reported that during service and repair pre-testing, it was discovered that motor device failed thermistor assessment. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device made unusual noise; the air pump came on as soon as the motor was plugged in, and the had thermistor failed. Therefore, the reported condition was confirmed. It was further noted that the noise was from worn locking components and the air pump and thermistor failed because the thermistor was worn. The assignable root cause was determined to be the device worn from excessive force, which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.